Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in radius side assessed as fold flaw opening. Additional observations: observed stress marks on the device. Observed creases on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, h6.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Evaluation codes health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.